Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that there was a question as to whether the implantable pulse generator (ipg) device was on a recall list because the device seems to have gone to elective replacement indicator (eri) early. It was also reported that the physician believes the percentage of patients affected by the field corrective action to be much greater than the 5% projected. It was further reported that the company representative thinks there are more than 1% of these devices going to eri/end of life (eol.) The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.